Event description:
The doctor was performing surgery on lower anterior ridge of 85 yr old pt with copd and emphysema. The patient was on plavix up until 5 days prior. The doctor removed 6 anterior teeth on the mandible and 2 root tips. While trying to get the root tips out with the bur, the bur touched the bone. The bur fell out of the chuck of the nl4500 handpiece and went into the patient's throat. The patient coughed and aspirated the bur. It was difficult for the patient to "catch his breath". The patient got an x-ray immediately after on the dmd's recommendation. The dmd was notified that the bur was found to be in the lower right bronchia and the total bur length is approximately 2cm. The patient will need thoracic surgery to remove the bur. The doctor was using a 557 surgical length carbide bur from another company. Update: the cardiothoracic surgeon was able to surgically remove the entire bur from patients bronchi and patient is healing nicely. The office manager acknowledged that the user (assistant o-r doctor) most likely did not seat the bur entirely into the handpiece and therefore it came out and was aspirated.

Event description:
The doctor was performing surgery on lower anterior ridge of 85 yr old pt with copd and emphysema. The patient was on plavix up until 5 days prior. The doctor removed 6 anterior teeth on the mandible and 2 root tips. While trying to get the root tips out with the bur, the bur touched the bone. The bur fell out of the chuck of the nl4500 handpiece and went into the patient's throat. The patient coughed and aspirated the bur. It was difficult for the patient to "catch his breath". The patient got an x-ray immediately after on the dmd's recommendation. The dmd was notified that the bur was found to be in the lower right bronchia and the total bur length is approximately 2cm. The patient will need thoracic surgery to remove the bur. The doctor was using a 557 surgical length carbide bur from another company.